Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant (left) and a 400cc mentor memorygel breast implant (right) experienced bilateral baker grade IV capsular contracture post procedure. The patient visited the physician¿s office and received a medical diagnosis for the capsular contracture. As a result, bilateral prosthesis replacement was performed. The left prosthesis was replaced with a new 375cc mentor memorygel breast implant and the right prosthesis was replaced with a new 400cc mentor memorygel breast implant. This report relates to the left prosthesis. See 1645337-2020-01913 for contralateral prosthesis report.

Manufacturer narrative:
The failure analysis lab received the impacted product on february 10, 2020. The investigation of the returned device was completed by the failure analysis lab on february 19, 2020. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. A manufacturing record evaluation was performed for the finished device 7568535 number, and no non-conformances were identified. During visual inspection of the device a crease was found on the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).